Event description:
During a lateral meniscus repair with contralateral approach, the surgeon was using the fast-fix 360 device. The first implant deployed without issue but the second failed due to the inner rod of the ff360 piercing the ff360 anchor. The implant was retrieved from the knee and another ff360 was used. A similar thing happened the second time until a third was used which worked ok. The same lot number was recorded on the item which failed and a different lot number on the one that worked. All debris was removed before reinserting the one which worked. Only one of the two devices will be returning for evaluation.

Manufacturer narrative:
Investigation of the returned device found that no conclusion could be drawn based upon the failure reported. Smith & nephew will continue to monitor for future occurences of this failure type. (B)(4).